Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the caller wanted to know if the handset and communicator needed to be on at all times. When they went into the handset, it said 0.0 volts. They did not know why the stimulation was off. The patient had trouble since day one. They went through nine overnight thick pads just last night. Troubleshooting was unable to be performed, as the patient was not home. The caller was told they needed to do troubleshooting when the patient was home with the equipment. The following day, the patient representative called back and wanted to be walked through connecting with the ins to ensure proper procedure was followed. Handset and communicator general use were reviewed, and they confirmed they were seeing program 7 at 4.8 volts, and therapy was on.